Event description:
Customer reports she saw the code number and then black vertical bars appeared on the display while using the aviva system. Customer reports the black bars faded away and the screen on the meter was completely blank during troubleshooting. Meter display was alleged to be missing segments; found during troubleshooting. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.